Manufacturer narrative:
No 011-ch3261 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger was found to have become disconnected during patient use. The reporter stated that "1 x spiros to spiros ended b line, spiros's easily pulled from each end of giving set". There was no patient harm reported.